Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was in the hospital for a non-device related procedure. A pre-procedure interrogation of the device revealed that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited an out of range pacing impedance measurement resulting in activation of the lead safety switch (lss) feature. Review of device memory noted that pacing impedance measurements had been trending in the 460-500 ohms range. The patient was noted to be pacemaker dependent, so the device was programmed voo for the procedure and the patient was going to be referred for further evaluation of the rv lead post procedure. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the pacemaker was later explanted and returned 2 years 6 months later for an unspecified reason.